Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic on (B)(6) 2018. Upon interrogation of the device, oversensing was noted on the right atrial lead. The lead was capped and replaced on (B)(6) 2018. The patient was stable throughout.